Event description:
The customer reported the keyboard would not work. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software. System is operating as intended. This MDR is related to ge healthcare (B)(4).